Event description:
A blood glucose test was performed on a patient. The device gave a capillary result of 76mg/dl and an arterially result of 361 mg/dl, a lab was also run with a result of 126 mg/dl. Later the patient was tested again, capillary result was 58 mg/dl, arterially result 296 & 248 mg/dl and the lab result was 120 mg/dl. The customer was given an IV with d5w. There was delay in treatment due to device results. Treatment based on lab results. A request was made for the return of the suspect device and replacement product was sent.